Event description:
Customer reported that she was hospitalized for high blood glucose and dka. Customer stated that her blood glucose is low in the morning and high the rest of the day. At the time of troubleshoot it was found that the time was incorrect. Assisted customer to correct the time.